Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during inspection the cardiosave intra-aortic balloon pump (iabp) failed drive manifold leak test. There was no patient involvement.

Event description:
It was reported that during inspection by the getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) failed drive manifold leak test. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, b5, d5, e1 (initial reporter, event site mail), e2, e3, e4, g1, g2, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11 corrected fields: h6 (medical device ¿ problem code). The fse that encountered the issue replaced the drive manifold assembly (0104-00-0031). Equipment calibration was performed. The overall inspection results were good.